Event description:
Reporter indicated that patient underwent revision surgery for end of service. During the surgery it was noted that there was an issue with the lead and the surgeon stated it looked as if the lead had "snapped." Both lead and generator were replaced during the surgery. Follow up with the treating physician found the patient had high lead impedance on a systems diagnostic test since 2006, indicating a possible lead malfunction. The patient also had reports of increase in seizures, not above baseline levels. Product has been returned to manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.